Event description:
The following is based on medical records provided by the pt's attorney. On (B)(6) 2007, pt underwent repair of incarcerated incisional hernia with implant of composix kugel mesh, and incidental appendectomy. Clear fluid was noted in the peritoneal cavity. During lysis of adhesions, several small enterotomies were made and repaired with sutures. Further dissection resulted in injury to a segment of small intestine which required resection and re-anastomosis. Colon was noted to be full of fecal matter. It is noted that a pleat was taken in the mesh and sewn with sutures, and remaining edge of mesh was sutured to the fascia in the same fashion. On (B)(6) 2007, pt developed abdominal wall abscess. Yellow foul-smelling pus was in abdomen and drained. Infected, necrotic tissue around mesh was debrided. Infected composix kugel was explanted. (B)(6) 2007, post op: two days after surgery, pt developed a bowel leak into the wound. In the operating room two small bowel areas were leaking stool, resection was performed, and wound vac placed. The ileostomy was changed multiple times. Ileostomy was closed in conjunction with plastic surgery prior to the pt being sent home. Hospitalization required multiple operative trips. At the time of discharge, pt showed no sign of small bowel leak, and wound was healing nicely.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. It appears that the composix kugel mesh was implanted in a contaminated environment, subsequently resulting in infection of the mesh and explant of the device. The info provided indicates that the pt developed and was treated for infection, abscess, and adhesions, which are known adverse events listed in the IFU. A mfg review was performed, including a review of sterility records, and found no evidence of a mfg related cause for the alleged event. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There is no indication of defective mesh, and no product has been returned. If any add'l info is obtained, a f/u MDR will be submitted.